Event description:
It was reported that the health care professional (hcp) requested assistance due to an inability to send device data from this cardiac resynchronization therapy pacemaker (crt-p). The transmission attempts showed device data failed, and no reports were available for review. Technical services (ts) advised that the hcp could retry reading and sending the data. It was noted that the device had been implanted for 11 years which is above and beyond projected longevity within labeling, therefore, low battery could be the possible reason for the unsuccessful transmission. Ts discussed with the hcp that the local representative would need to interrogate the device in person. Subsequently, this crt-p was explanted due to normal battery depletion and was successfully replaced. It was later reported that this device had gone to safety core, rendering it incompatible with the consult. The patient was subsequently admitted, and the device was explanted and successfully replaced. No additional adverse patient effects were reported. This product has been returned for analysis.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.